Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-00548. It was reported that stent damage occurred. The 90% stenosed, diffuse target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was pre-dilated using several unknown balloon catheters. A 24 x 2.25mm promus premier¿ stent delivery system (sds) was advanced and deployed. When intravascular ultrasound (ivus) was performed, hematoma and dissection were noted where the stent was deployed. The physician advanced another 24 x 2.25mm promus premier ous mr stent; however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that the proximal part of the stent was lifted. A 28 x 2.25mm promus premier ous mr stent was advanced but would not cross. The procedure was completed with the implant of a 16 x 2.25mm promus premier ous mr stent. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent; struts was damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-00548. It was reported that stent damage occurred. The 90% stenosed, diffuse target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was pre-dilated using several unknown balloon catheters. A 24 x 2.25mm promus premier stent delivery system (sds) was advanced and deployed. When intravascular ultrasound (ivus) was performed, hematoma and dissection were noted where the stent was deployed. The physician advanced another 24 x 2.25mm promus premier ous mr stent; however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that the proximal part of the stent was lifted. A 28 x 2.25mm promus premier ous mr stent was advanced but would not cross. The procedure was completed with the implant of a 16 x 2.25mm promus premier ous mr stent. No further patient complications were reported and the patient's status was good.